Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b. H.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Correction to implant date (d.6a): (B)(6) 2005 (only year provided). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, total delamination of valve assessed as adhesive failure and one opening device on the patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ crease is observed.

Event description:
Physician observed "hole in valve" during surgery. The device has been explanted and replaced.